Event description:
It was reported that, when the nurse peeled the tyvek sheet of the outer blister pack, the surgeon noticed that there was no tyvek sheet of inner blister pack. The surgeon picked the product up from inner blister pack and implanted the device into the patient.

Manufacturer narrative:
No evaluation will be performed. The device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.